Event description:
Dealer states, a chunk of the tire came off. No report of injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model trex28rf, serial number/date (B)(4) is approximately 4 months old. The owner's manual part number 1110546, rev.g(feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event for information. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. A supplemental report will be sent on the device if any further information is received. The malfunction has not been confirmed.